Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). The results from the customer's meter were 6.8 inr and 6.9 inr. The results minutes later from the hospital coaguchek meter were 5.4 inr and 5.1 inr. There was no allegation of an adverse event. The therapeutic range was 3- 4 inr. The customer's diet nor medications had not changed. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.